Event description:
The implant failed due to poor bone condition and patient health habit. The implant was placed at #42 and removed after 2 months. Fixture was placed with primary closure. Ridge extension. Moderate oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Results: as a result of a re-inspection, the product meets its specifications. As a result of a sem imaging, sla type surface treatment was completed. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.